Event description:
It was reported that prior to the implant of this 24 millimeter (mm) atrial septal defect (asd) occluder, the patient presented with a large asd, a secondary smaller asd, and a floppy septum. The balloon stop-flow technique was used with two balloons inflated at once due to the multiple defects. A defect measurement of 24 mm and a total septal length of 54mm were noted. During the procedure an off-label application was attempted and the physician intended to sandwich this asd occluder with an additional asd occluder to cover both defects. The occluder had to be repeatedly repositioned to get the two devices to be sandwiched the way the physician intended and avoid leakage between the two devices. During the post procedure clean-up the occluder was noted to have embolized into the pulmonary system and premature atrial contractions (pacs) were noted on the electrocardiogram (EKG). The patient was re-prepped and a snare was used in an attempt to retrieve the occluder to no avail. A grasper and a transcatheter retrieval system were used to remove the occluder. A larger occluder from a different manufacturer was implanted. No further patient complications were reported.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported batch regarding the same complaint reason. All qc criteria were within specification according to the batch record. The reported device was not returned for investigation. The case was further assessed with medical expert. Based on the imaging and available data, no evidence of device malfunction was found. The device functioned as intended, and no structural or manufacturing defects were detected. The investigation confirmed that the procedure was off-label and did not adhere to the instructions for use (IFU) for the occlutech asd occluder. The device was used in a "sandwiching" technique with another occluder to close multiple asd defects, a method that is not specified in the IFU. Additionally, the IFU does not provide guidance for the simultaneous use of multiple occluders. Furthermore, the procedure was later completed using a larger 40mm competitive device. This, along with the floppy septum of the patient, also suggests that the embolization likely resulted from an incorrect device size selection, further contributing to the event. In summary, based on the investigation findings, a device-related root cause for the reported event could not be determined. However, the use of the reported device in an off-label procedure was identified as the primary cause of the device dislodgment.